Event description:
Philips received a complaint on an intellivue multi measurement server x2 indicating that nbp performance tests showed values outside the specified range. The device was reported to be in clinical use. No adverse event to the patient or user was reported.

Manufacturer narrative:
E1 reporting institution phone #: (B)(6). D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to (B)(6) 2016; therefore, no UDI is required. Analysis was performed by onsite personnel which included efforts to reproduce the reported issue. During testing, the malfunction was successfully reproduced, and nbp measurements were confirmed to be outside the acceptable specification limits. Further inspection and analysis identified a failure within the nbp assembly. Based on these findings, the nbp assembly was replaced. Following replacement, a functional check was performed, and the system was verified to be operating correctly within the specified range. Based on the information available and results of additional analysis, no further action is necessary at this time.